Manufacturer narrative:
Unit passed displacement test and self-test. All buttons function properly however moisture damage on keypad traces noted. Pump error 63 (variable 3) alarmed during self-test due to moisture damage on keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a keypad anomaly. They would have to press the buttons several times before the device would respond. The customer¿s blood glucose during the incident was 6.1 mmol/l. The anomaly occurred three times. The insulin pump will be returned for analysis.